Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when attempting to interrogate the device, the device would not automatically identify itself when using the programmer, and would not respond to the magnet test. The device was noted to be intermittently pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.